Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
This report is for the first 22mm amplatzer septal occluder. It was reported that on 22 august 2024, a 22mm amplatzer septal occluder (lot/serial) was chosen for the treatment of large atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. The patient's asd diameter was up to 20mm. During procedure, when the device was attempted to be implanted, it became a shape of cobra head when the device was inserted into the patient. The device was explanted before it¿s released from delivery cable. A new 22mm amplatzer septal occluder was used to continue with the same delivery system. However, it was also a cobra head deformation. They decided to change the delivery system and a new 10f amplatzer trevisio intravascular delivery system was chosen, but the device became a cobra head deformation outside the patient. Then the delivery system was upsized and a new 12f amplatzer trevisio intravascular delivery system was chosen. There was no issues noted on the 10f delivery system. The 22mm amplatzer septal occluder (aso) was attempted to be implanted again. However, it became a cobra head deformation inside the patient again. The shape seemed to be worse when using 12f delivery system, therefore, the aso was re-shaped and 10f delivery system was used to implant. There was no issues noted on the 12f delivery system. The cobra head deformation persisted during deployment, but it was released and the aso was successfully implanted with no adverse patient consequences. There was no deformation noted after implant. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.